Event description:
The customer was hospitalized for high blood glucose. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. It was reported that the customer had not been measuring her bg's with her blood glucose meter and only sporadic blood sugars were entered prior to her hospitalization. Customer kept the infusion set for two or three weeks at a time. It was also mentioned that the day before the admission she received no delivery alarms all day long. It also appears that she is not taking boluses every day.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.